Manufacturer narrative:
The returned product was evaluated. Upon evaluation visual inspection revealed no external damage. The device was tested for functionality, and was determined that it was unable to draw power. The uspo2 product is fully potted internally with epoxy, therefore further analysis through disassembly is not possible. X-ray imaging revealed potentially broken wires inside the ch connector of the device. As a result, the device may have functioned intermittently due to wire breaking or fraying.

Event description:
The customer reported the following issue: "intermittent readings. Manipulating the wires near the connections does not cause the readings to vary." No patient impact or consequences were reported.